Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the junction box inside the advia centaur xp instrument was burned. Siemens healthcare diagnostics is investigating the issue.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and reported that there was a short circuit on an advia centaur xp instrument resulting in smoke being emitted from the cable insulator. There are no reports of injury to staff, damage to property, or impact to patient samples.

Manufacturer narrative:
The initial MDR 2432235-2016-00420 was filed on august 03, 2016. Additional information (07/09/2016): while a siemens customer service engineer (cse) specialist was at the customer site, the cse stopped the power for the system at the uninterruptible power supply. The cse discovered that the power cable between the power supply unit and junction box had overheated and was burned. During a follow-up visit, the cse replaced the main inlet assembly and cable from the junction box to power supply. The cse checked all the cables beside the junction box. The cse then performed insulation and earth continuity checks, which were acceptable. The cse also performed empty and fill operations and daily cleaning procedure. The cause of smoke being emitted from the instrument was a malfunction of a power cable. The instrument is performing according to specifications. No further evaluation of the device is required.